Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified as no patient sample could be provided for further testing. The provided calibration and qc data were found to be within the acceptable ranges. A general reagent issue could be excluded. Based on the provided data, a possible cause could have been the presence of macrotsh in the sample.

Event description:
The customer received questionable thyrotropin (tsh) results for one patient sample. The initial result was 100 uiu/ml with data flag. The sample was automatically repeated on analytical e module serial number (B)(4) and the result was 158.8 uiu/ml. This result was reported to the physician. The customer then repeated the sample several more times on different analytical e modules on (B)(6) 2014 and obtained the following results: analytical e module serial number (B)(4), tsh result was 84.36 uiu/ml. Analytical e module serial number (B)(4), tsh result was 82.56 uiu/ml. Analytical e module serial number (B)(4), tsh result was 88.52 uiu/ml. Analytical e module serial number (B)(4) (original analyzer), tsh result was 100 uiu/ml with a data flag and automatically repeated with a result of 161.0 uiu/ml. It was unknown which result was correct. No adverse event was reported. The tsh reagent lot number was 17913701 with an expiration date of 03/31/2015. The field service representative could not find a cause. As a precautionary measure, he checked the sipper flow path tubing, performed a liquid flow path cleaning and replaced the procell/cleancell. He performed a system volume check which passed. He performed measuring cell preps and replaced the tsh reagent. He calibrated and ran quality control with all results within specifications. He ran precision testing and repeated the patient sample in question with a result of 170.4 uiu/ml.